Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Device had cracked case at display window corners, reservoir tube window corners, reservoir tube window and battery tube threads, partially broken reservoir tube lip, minor scratched lcd window and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer playing tennis and the insulin pump was against his skin. Blood glucose value was 100 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.